Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The patient demographics were unknown. The initial report indicated that during the procedure the coil would not be stretched, however after further investigation, the report was updated to failure to detach the coil orbit rdfl complex standard. A 6french guide catheter and an agility 14 guidewire were utilized during the case. Both the syringe and coil will be returned for evaluation. Prior to connecting and during prep, the syringe and coil were not damaged. After disconnecting the first coil delivery system, no damage was noted on the syringe. A dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was not utilized to prep the device (orbit rdfl complex standard). The syringe was taken to the blue zone, and the blue zone was not exceeded. At no time was the alternate zone (red) exceeded, and the alternative zone (red zone) was not utilized in an attempt to detach the coil. Pressure was applied while the stopcock was closed, but this was not the cause of the inability to detach the coil. The dcs syringe was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector or extension tubing. The dcs connector was checked for proper seating/fitting on the delivery system hub. No other coils were detached with the same syringe. No damages were noted on the syringe. No damages were noted on the coil (unraveled/stretched, kink, bend), delivery system or hub. No further information was available.